Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and mesh was implanted. Several years following the procedure, the patient experienced persistent vaginal pain and tender mesh on palpation. The patient underwent a removal of mesh, right side where tender. Additional information has been requested.